Event description:
Independent repair center customer alleged alarming/red light. The key failure is the pilot valve is causing an alarm. Associated malfunction for this device: power switch low audible alarm, sieve beds odor/smell.